Event description:
During patient use, the autopulse platform (sn (B)(4) would not start compression with a fully charged autopulse li-ion battery. After the call, the autopulse platform would power on and functions properly without a patient. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of " the autopulse platform (sn (B)(6)) would not start compression with a fully charged autopulse li-ion battery" was not confirmed during functional testing. During preliminary functional testing, the autopulse platform was able to perform compressions with no issues. During visual inspection, no physical damage was observed. The archive data indicated several ua45 (not at "home" position after power-on/restart), ua18 (max take-up revolutions exceeded) and ua12 (lifeband not present) error message. These advisory messages are unrelated to the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 18 indicates that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the preliminary functional testing, however, further functional testing revealed intermittent ua45. The driveshaft was rotated to home position, but error persisted. The root cause of ua45 was due to a defective encoder and it was replaced. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.